Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported clip jumping and clip close inability were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip jumping and clip close inability were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, the clip jumped open to 60-70 degrees. Troubleshooting was performed, but the clip was unable to be completely closed. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.